Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the hospital by paramedics due to low blood glucose levels. Prior to being hospitalized, the customer was not coherent and was not responding to her brother's questions. The customer stated, she was very active that day, and she also took too much insulin.